Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) incident occurred around 13:00 on december 10th, when the patient was being moved while being driven, the screen suddenly turned off and it was confirmed that the driving had stopped. When I turned the power back on, it resumed driving without any problems, but the screen display flickered. After several tens of minutes, the screen blacked out even though it was driving, so I replaced it with another instrument. There was no health hazard to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, when the patient was being moved while being driven, the screen suddenly turned off and it was confirmed that the driving had stopped on the cs100 intra-aortic balloon pump (iabp). When the power was turned back on, the unit resumed driving, but the screen display flickered. Eventually, the screen blacked out during the driving of the unit. The iabp was replaced with another unit. There was no harm or injury to the patient.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. A getinge field service engineer (fse) was dispatched to investigate the unit. The fse discovered that the battery pack cover was damaged/distorted. The battery had been removed from the console prior to transportation from the service center to the facility. After arrival at the facility, the battery was re-assembled to the console by the distributor. The battery was not assembled properly/straight to the console. This caused the battery cover to become damaged. The fse stated that because of this damage, there may have been contact failure between the battery and the battery pack cover. The fse replaced the battery pack cover (B)(6). This iabp is a fixed asset and will be stored in the service center.